Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 441 mg/dl, which was treated with manual injection. Customer received a no delivery alarm and insulin pump was advising to check for insulin even though there was insulin in reservoir. Customer had symptoms of nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. No delivery alarm was resolved. Customer did not want to continue troubleshooting after finding that cannula was bent.